Manufacturer narrative:
Other text: h6 health effect and health impact updated.

Event description:
Additional information received via email: the system failure was noticed by the clinician team, it originated because the display was not showing. This was not noticed until the reporter tested the unit during one of the scheduled tests. No patient involvement.

Manufacturer narrative:
Date of event and UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Email is: (B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the screws are loose on the chassis, lcd was missing stand off and water tank cover was cracked. The complaint was confirmed. Root cause was attributed to the screws that were loose on chassis; causing ground bond test to fail. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Re-tightened all the screws. Replaced the pcb, water tank cover, and retightened all the screws. Replaced the o-rings and reservoir gasket for preventative maintenance and performed calibration. Device passed functional testing after the completed repairs.